Event description:
Related manufacturer reference number: 2017865-2021-37824, related manufacturer reference number: 2017865-2021-37827. It was reported that the patient presented remotely. The patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing events due to loss of capture and resulting in a biventricular pace event in the right ventricular (rv) and left ventricular (lv) leads. The rv lead also exhibited high capture threshold. The ICD was reprogrammed to adjust output. There were no consequences and the patient will continue to be monitored.